Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic lithotriptor had a metal piece fall out while in surgery. There was a procedural prolongation of less than 30 minutes during a therapeutic percutaneous nephrolithotomy that was completed using a backup device, with no reports of further patient harm.